Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #3008829311-2018-00132. It was reported that the patient experienced high impedence on their leads at lumbar level 3 and 4. As a result, surgical intervention was undertaken wherein the leads at the level of lumbar level 3 and 4 were explanted and replaced and effective therapy was restored.

Event description:
Device 2 of 2: reference MFR report #3008829311-2018-00132.